Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 06nov2019. The device was evaluated by the field service engineer and the report issue was confirmed. The field service engineer replaced the tahoe user interface (tui) printed circuit board assembly (pcba) to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported a 3.3v power source issue. There was no patient or user harm reported.